Event description:
It was reported by service report that the footend of the bed was stuck in an elevated position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - power coil cable became frayed and it damaged the cpu board.